Event description:
It was reported that two ultra-fine¿ needle syringes were found to have foreign matter attached to the middle of the cannula before use. The following information was provided by the initial reporter: "I have attached a picture of a syringe that has an out of box defect. This was sent to me from a family member that's diabetic. There were two needles found in this condition."

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that there is an out of box defect. The returned syringe was examined and exhibited some clear material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely epoxy/adhesive. A review of the device history record was completed for batch# 9042865. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200805680, 200806430] noted that did not pertain to the complaint. Process summary: the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. During the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The cannula is then re-inserted into the hub with vacuum. The pim inspection systems looks for adhesive clogs, splatter and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two ultra-fine¿ needle syringes were found to have foreign matter attached to the middle of the cannula before use. The following information was provided by the initial reporter: "I have attached a picture of a syringe that has an out of box defect. This was sent to me from a family member that's diabetic. There were two needles found in this condition."